Manufacturer narrative:
Date of birth - requested, not provided. Ethnicity - requested, not provided. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after a tace surgery with 5fr artery sheath, they planned to conduct artery closure with a 6fr angio-seal device. It was found difficult to insert the introduce sheath, opened the puncture site with a scalpel and then insert the sheath successfully. Deployed the closer device and withdrew the introduce sheath. The patient started to cough which increased abdominal pressure, and the puncture site was found bleeding. Conducted manual hemostasis for 15minutes, no other obvious harm was found on the patient. The patient condition was stable. There was no patient injury, medical/surgical intervention required. Additional information was received on 28june2020: a 5f arterial access, sheath, guide wire or catheter insertion. Angio-seal assembly, positioning, retreat without question, the specific process is as follows, after consulting a doctor: sheath pipe assembly with locator, replacement 5 f sheath pipe, replacement, to prevent bleeding compression on the femoral artery with manual pressure applied, after the replacement of the 6f angio-seal assembly of scabbard, they found the insert difficult, it had something to do with less 5f piercing mouth may, a cutting knife was used to open some skin, and was inserted and went smoothly according to the standard steps for accurate positioning, insert body, separation, retreat, until the release of the anchor block and the end of the gelatin sponge block. The cause of bleeding may be related to the patient's cough, which increased abdominal pressure and they observed whether there was a problem with the plug. It had nothing to do with the placement of the vessel seals, and the postoperative analysis may be due to the opening of the vessel puncture, opening when the scalpel was used. The blood loss did not exceed 250ml after manual pressure was applied for 15 minutes.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.